Event description:
Revision surgery was performed due to a broken expedium rod and possible infection. During the procedure, the surgeon had difficulty removing expedium single inner set screws due to stripping of the inner hex features and decided not to remove them. The tips of two moss miami si final tighteners were stripped during the procedure. Medwatch reports are being filed for the implant devices due to the possible infection (including the broken rod and six expedium single inner set screws), and two moss miami si final tighteners that were stripped.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remains in patient.